Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. As the device wasn't returned for additional evaluation or investigation, and the attending physician does not know how the catheter became dislodged, a definitive root cause for the alleged issue could not be confirmed. The instructions for use for the intrathecal catheter state that catheter migration is a known possible risk. Internal complaint number: complaint (B)(4).

Event description:
During follow-up communication, representative reported that a catheter revision procedure was performed. During the explant procedure, it was noted that the catheter was dislodged from the intrathecal space. Representative stated that the patient did not experience a fall and that the physician does not know how the catheter became dislodged. The catheter was discarded after the procedure.